Event description:
It was reported that the patient has had a reaction due to the anchors used in a surgery. The patient continued to have problems for one year and three months after the surgery so the surgeon performed a revision. The surgeon flushed the area and repaired a small tear, and removed some scar tissue but no implants were removed. Around 6 months after the second surgery, the patient decided to see a new doctor because she was still having pain. MRI determined that there were three holes in her hip bone and that the hamstrings were not attached to the tendon. Original surgery was on (B)(6) 2010 (rt severe injury to the proximal hamstring region and avulsion tear, it was recommended she undergo proximal hamstring repair) 1st revision in (B)(6) 2011, 3rd and final new surgeon seen (B)(6) 2012. Revision (B)(6) 2012, patient's new surgeon removed all of the implants and completed the repair with only suture. Pt. Fine to date.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but were not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.